Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization of an internal iliac artery prior to aaa stent grafting, the 17th coil orbit rdfl complex fill coil ((B)(4)) was advanced via the transit 2 microcatheter (catalog/lot unknown) and friction was felt; the coil was stuck in the microcatheter and the coil unraveled. The coil was removed and changed to other unknown products, which could be advanced through the same microcatheter without any problem. The procedure was completed successfully without any patient injury. The vessel was not calcified and heavily tortuous. A constant and dedicated saline source was utilized at all times. No additional force was utilized to advance the coil through the microcatheter. Other than the reported event, no other damages were noticed with any other section of the device (coil fracture, separated, etc), and the coil was still attached to the delivery system after removal from the patient. The procedure was completed without patient injury. No other information was provided. A non-sterile trufill dcs was received coiled inside a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil was found without damage. The gripper presented one wave in middle of it while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The gripper and embolic coil were inspected under microscope, the gripper presented one wave in middle of it and the embolic coil was found stretched. Functional testing for advancement through a microcatheter could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to advance the orbit through a microcatheter could not be evaluated due to the conditions of the received device. The reported stretched coil was confirmed; however, the cause could not be determined. Inspections are in place to prevent device damage of this type from leaving the facility. It is possible that procedural factors including the heavily tortuous vessel characteristics contributed to the reported event; however, no conclusion can be made. Based on the device history records and analysis, there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill dcs was received coiled inside a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil was found without damage. The gripper presented one wave in middle of it while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification. The gripper and embolic coil were inspected under microscope, the gripper presented one wave in middle of it and the embolic coil was found stretched. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "coil - impeded" could not be evaluated due the conditions of the received product. The failure reported by the customer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the coil unraveled/stretched and the damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process. Inspections are in place that prevents these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted wihtin 30 days of receipt.

Event description:
During coil embolization of an internal iliac artery (prior to aaa stent grafting), the 17th coil orbit rdfl complex fill coil (638cf0515) was advanced via the microcatheter (transit 2, catalog/lot unknown) and friction was felt and the coil was stuck in the microcatheter and the coil unraveled. The coil was removed and changed to other products (detail unknown). The other coil could be advanced in the same microcatheter without any problem. The procedure was completed successfully without any patient injury. A constant and dedicated saline source was utilized at all times. No additional force was utilized to advance the coil through the microcatheter. Other than the reported event, no other damages were noticed with any other section of the device (coil fracture, separated, etc), and the coil was still attached to the delivery system after removal from the patient. No medication were given pre, intra, and post procedure. The vessel was not calcified and heavily tortuous. The procedure was completed without patient injury. No other information was provided.